Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed low impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.